Manufacturer narrative:
After battery installation, the pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments due to display anomaly. Unit received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay and fading serial number label.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. The customer states pump has been going off and vibrating anf flashing black/ and white screen for an hour. The customer inserted a new battery but did not allow customer to clear alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.